Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The graphic user interface (gui) cpu pcb and gui lcd panel were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).